Event description:
It was reported the device reached eri (elective replacement indicator) after 1.5 years, with normal parameters, and "battery damage" was suspected. The device was explanted and replaced. No patient complications were reported as a result of this event, and the patient's outcome was reported to be ok following the replacement procedure.

Event description:
It was reported the device reached eri (elective replacement indicator) and "battery damage" was suspected. The device was explanted and replaced. No patient complications were reported as a result of this event, and the patient's status was reported as "ok".

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis revealed a high current drain condition, which caused the reported early battery depletion, caused by excess leakage current internal to a battery filter capacitor.